Manufacturer narrative:
An olympus field service engineer (fse) on site replaced the crack lid. Equipment repaired and verified according to original equipment manufacturer instructions. Software attributes have been verified and confirmed. The covers of the device were not removed so an electrical safety check was not required. Investigation is ongoing. This report will be supplemented accordingly following investigations.

Event description:
It was reported the oer-pro device was found with a crack cover. The issue found during a pm (preventive maintenance) service . There was no patient involvement reported, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no abnormalities . It was confirmed that the equipment was shipped out in accordance of specifications. The root cause cannot be conclusively identified. Based on the results of the investigation, it was presumed that the user made scope or something hard contact to the lid. Legal manufacturers feed back to sbc (service business center) is to advise the user not to put impact on the lid. The user can detect the event by inspecting equipment in accordance with the following IFU (instruction for use) description: as stated on the IFU the user manual states: important information ¿ please read before use chapter 3 inspection before use3.2 inspecting the lid and lid packing before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out. The lid is not cracked, broken, or otherwise damaged. Olympus will continue to monitor complaints for this device.